Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported the ascend® aq® ureteral balloon catheter was prepared to be used in an endoscopic lithotripsy ureteral dilation for expansion of ureteral stenosis. The user filled the balloon with water and a small amount of resistance was met. Then the balloon was found to have broken longitudinally. This occurred prior to patient contact and a new device was used to complete the procedure. There was no patient contact and no impact to the patient.

Manufacturer narrative:
Investigation ¿ evaluation: one ascend® aq® ureteral balloon catheter was returned for evaluation. A visual examination noted the balloon material has a cut vertically and is then split horizontally. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. A review of complaint history for this product/lot number combination revealed there are no other complaints associated with lot number ns6383022. The instructions for use (IFU) contains the warning: do not over inflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. Based on the provided information a definitive root cause cannot be established at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.